Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced symptoms of allergy to the nevro device. A culture was taken of the pocket and an infection was noted. The patient was treated with IV antibiotic. The device was subsequently explanted and there were no reports of further complications.

Manufacturer narrative:
The device was explanted and returned for analysis. Visual inspection of the device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.